Manufacturer narrative:
The device was evaluated by the MFR and upon disassembly, it was found that the impreglon coating on the collet worn off causing the lever to stick. The impreglon 218 process using dupont (B)(4) coating wore off the collet and was inside the collet finger slots. This causes the attachment to not fully grip or hold the wire pins properly and the lever becomes difficult to actuate. The device is not repairable.

Event description:
It was reported that during routine testing, the device failed to function. There was no pt involvement or adverse consequences associated with this event. During the quality investigation in house, it was determined that the impreglon coating on the device was worn.